Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the reporter stated that the patient was at the hospital due to hyperglycemia and would have experienced diabetic ketoacidosis. The reporter called dexcom to see if there was a way to check if the cgm sensor was working correctly, as the report was not getting her cgm readings and could not contact her. Dexcom support could not confirm whether the reporter was using the dexcom follow app, or a different one. The reporter did not provide further details regarding the event. There was no information received regarding symptom, treatment, or duration of stay at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s condition was unknown. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.